Event description:
On (B) (6) 2010, pt reported having elevated blood glucose readings around 380 mg/dl over the past 2 weeks. Pt stated his readings are normally around 100 mg/dl. Pt reported he has switched back to a competitor's infusion device for the past 24 hours. Pt does not know how long infusion adapter has been in use. Advised pt to change adapter with every 10th cartridge change. Pt stated he does not wish to replace his infusion device; rather discontinue completely. On call back from pt on (B) (6) 2010, pt stated he needs a new infusion device because he is currently on his old infusion device. Pt reported his infusion device was not delivering the insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.